Event description:
A distributor in (B)(6) has reported that five rt219 bi-level/CPAP inspiratory heated circuits "did not include a whisper valve". This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint devices are not expected to be returned to fisher & paykel healthcare for investigation. Several attempts to obtain more information and photographs of the complaint device have been unsuccessful. Our analysis is accordingly based on the description of events and our knowledge of the product. Results: the whisper valve (pressure/exhalation port) is a connector included in the rt219 breathing circuit kits. This connector is used in between the inspiratory tube and the patient interface. Without a complaint device we are unable to confirm the reported fault. Conclusion: the breathing circuit package consists of a number of components grouped together during production. Operating process procedures are in place to assist the operators on the production line to correctly pack breathing circuits. A pack card detailing all components required is displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component circuit pack is accounted for.

Event description:
A distributor in (B)(6) has reported that five rt219 bi-level/CPAP inspiratory heated circuits "did not include a whisper valve." This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.